Event description:
It was reported that at first fitting with the vibrant soundbridge the pt had no gain from the device. The pt was re-implanted with another vibrant soundbridge on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.